Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the us stating that the handpiece was heating up. The device was not being used in surgery. No injuries were reported. There was no add'l info provided.